Event description:
Product analysis was completed on the lead on 04/09/2015. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis was completed on the generator on 04/13/2015. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that after the patient left her office visit she complained of pain at the generator site as well as pain going half way up her neck. The physician had the patient tape the magnet over the generator until he could see her. When he saw her again he turned off the generator but did not do a system diagnostics test. He did take x-rays and believes the generator may have shifted a quarter turn. His plan is to bring the patient back hopefully next week and turn the device back on and run a system diagnostics test. The patient was seen again on (B)(6) 2015 and system diagnostics showed 3400 ohms. He did have an x-ray done that was reviewed by a local radiologist that said a lead fracture could not be identified. The patient has reported an increase in seizures as of late. The physician said he is going to send the patient for a revision as he believes that there could be a micro fracture. Since she is presenting with both pain and an increase in seizures, he would like to do this sooner rather than later. He did mention that even with turning down the patient's generator to an output of 0.25 ma and 250 usec pulse width, the patient still could feel it going off. The physician indicated that patient¿s prior setting to the present problem was 1.75 ma/30 sec on/3 min off. The physician stated that due to the pain and muscle spasms at the generator site the vns was turned off which led to an increase in seizures. The vns has been restarted at a very low level, 0.25 ma/30 sec on/5 min off as the patient barely tolerates it. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. It was noted that both the cps and gm type seizures increased for the patient. The patient denied any trauma or manipulation preceding the migration. The patient underwent a full revision surgery on (B)(6) 2015. System diagnostics test results prior to surgery were output=ok/lead impedance=ok/impedance value=3600ohms/neos=no. And the patient was programmed to output=0.25ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=5min/magnet output=0.25ma/magnet on time=60sec/magnet pulse width=130usec. The patient¿s painful stimulation in the generator pocket was noted to have started in early (B)(6). The patient said that she does occasionally have seizures that involve falls, and that she did have one around that time. When she fell, she was wearing a heavy backpack on her left shoulder so she added that this might have had an impact on the vns. The explanted generator and lead have not been returned for product analysis to date despite attempts.

Event description:
The explanted generator and lead were received for product analysis on 03/13/2015. Product analysis is still underway and has not yet been completed.